Event description:
It was reported that this patient with a tactra device heard something pop when they lifted something heavy at work on (B)(6) 2026. They experienced penoscrotal pain and an infection on (B)(6) 2026 and went to the emergency department and were released the same day but returned again on (B)(6) 2026 due to pus at the penoscrotal incision surgical site. The patient was given antibiotics, and the surgical site was treated locally with antiseptics and antibiotics. The patient remained in the hospital until a surgical revision procedure was performed on (B)(6) 2026 during which the device was removed and replaced. The physician suspected that the patient lifting something heavy at work most likely contributed to the pain and infection because the incision surgical site had not completely healed. There were no device issues reported at this time, and there were no further patient complications reported.